Event description:
It was reported that following a percutaneous coronary intervention procedure (pci) with stent placement in the left common iliac artery, an angio-seal sts plus was used; hemostasis was achieved. Pre-deployment CT scan revealed severe calcification at the left common femoral artery. A 6f medikit sheath was used. Manual compression was applied to the puncture site for five minutes. Four hours later, the pt was allowed to move in the bed and pulses were present. Eight hours later, the pt complained of pain and coldness in his leg while standing. The pt was noted to have no pulse. Ten hours later, an angiogram and ultrasound revealed an occlusion. The pt received heparin and urokinase. One day later, the pt's pulse was present with good blood flow. Three days later, bypass surgery was performed to treat the right common iliac superficial femoral artery.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.